Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced a torn incomplete flap on the left eye, resulting in the aborting the procedure. A brief description of the event is that the flap was created and opaque bubble layer (obl) was present more on the left eye than the right eye. As a result of the obl, it was difficult lifting the temporal flap causing the torn flap. The patient¿s comments was that the right eye was good and that the left eye felt like an old contact lens was on. The patient procedure was postponed and the procedure will be converted to a photorefractive keratectomy (prk).